Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Insulation damage was found at 30.0-30.8cm from the connector pin, consistent with clavicle crush damage. The etfe coating of the conductors was intact at the same location. The inner liner was damaged at the crush region. This damage could cause the reported high pacing threshold.

Event description:
It was reported that the lead was damaged due to a clavicular crush and high pacing thresholds were noted. The patient is an active construction worker. The lead was explanted and replaced.